Event description:
As reported, the scepter was attempted to be used for balloon assist during coil embolization. The scepter was unpacked and removed from the holder after being flushed within the holder by normal procedure. During removal, a foreign substance was observed on the hub. Although there was a possibility that the foreign substance was originated from outside, the procedure was continued after replacing the scepter with a new scepter. Subsequently, the procedure was completed successfully. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging were requested and not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. If imaging is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies breakage/rupture potential complications associated with use of the device.